Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "left total knee replacement. During surgery, trial insert broke during insertion. Sales rep opened another tray to complete trialing."